Event description:
Caller reported that a pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, and after the reset, the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code reappeared.